Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the space of retzius, to right underneath the skin. The reservoir was replaced and the new reservoir was placed in the contralateral side, in the space of retzius. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the space of retzius, to right underneath the skin. The reservoir was replaced and the new reservoir was placed in the contralateral side, in the space of retzius. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed leak test performed. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Migration/malposition of device is known as of a risk of the device and is included in hazard analysis. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the space of retzius, to right underneath the skin. The reservoir was replaced and the new reservoir was placed in the contralateral side, in the space of retzius. The patient is expected to fully recover.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the space of retzius, to right underneath the skin. The reservoir was replaced and the new reservoir was placed in the contralateral side, in the space of retzius. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed leak test performed. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Migration/malposition of device is known as of a risk of the device and is included in hazard analysis. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.